Event description:
It was reported that the left ventricular (lv) lead threshold had increased. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 4076 implantable pacing lead, (B)(6) 2010. A 8042b implantable pulse generator (ipg), (B)(6) 2010. (B)(4).